Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading the cartridge with insulin. The syringe needle was changed and the cartridge was loaded. There was no reported impact to the blood glucose level.